Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed that at least 12 applications were performed with balloon catheter afapro28 with lot number 98524 without any issue on the date of the event. A clinical issue was encountered during the procedure. In conclusion, the reported adverse event could not be confirmed via data analysis. There is no indication of relation of adverse event to the performance and malfunction of the product. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, a reduction in the phrenic nerve stimulation reflex was observed. A response was later observed and the issue resolved. The case was completed with cryo. There was no extended hospital stay or intervention required. No further patient complications have been reported as a result of this event. Incoming information later indicated that the patient's phrenic nerve injury had not resolved by discharge.